Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited loss of capture and high pacing impedance with greater than double rise from the baseline impedance. No intervention was performed. The patient was stable.